Event description:
It was reported by the contact that the customer received a temperature alarm. The pump was in a backpack with an outside temperature of 90 degrees. The customer loaded a new cartridge and there was a temporary delay in clearing the alarm. Insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.